Event description:
Female patient w/bilateral deep brain stimulators for treatment of essential tremors/parkinson's disease; both stimulators nearing their end-of-battery life both being replaced; however, the left battery was suspected to be malfunctioning or turing off/on spontaneously.